Event description:
It was reported that - "on (B) (6), 2009 we have received from the hospital in (B) (6) on an incident regarding the medical device "cleartrace 2, lot 0708241/cleartrace 2 einwegelektroden" ("blister from burns under the ECG- electrode due to overheating during MRI procedure"). Information was received regarding this complaint from a report submitted to (B) (6).

Manufacturer narrative:
Conmed presently is attempting to determine what cleartrace 2 product is involved in this incident. (B) (4). It is being further investigated whether other products were shipped through other distributors to (B) (4). Conmed also manufactures a cleartrace2lt product # 2710-005 that had the same lot number, but no ship history to (B) (4) from conmed, yet we are still verifying this through other sources as well. The cleartrace2lt is not intended for use with MRI. When quality engineering completes the investigation, a supplemental report will be filed.